Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted tool marks on the case and header. Additionally, there is a cut through the seal plug. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being submitted due to the completion of product evaluation.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that it was reported that the system had displayed oversensing in the past. Episode review today noted smart pass is off now due to small amplitude signals being oversensed. The patient has brugada syndrome. A boston scientific technical services consultant discussed programming options for the patient. A replacement procedure was subsequently performed and the device and electrode were removed from service. No additional adverse patient effects were reported.